Event description:
It was reported that the patient was feeling pain because his dosage effect was going down. The physician was increasing the dose at every refill, but the patient was still feeling the pain. It was stated that a catheter study with contrast was attempted to check for a kink or occlusion, but the physician could not aspirate drug or cerebrospinal fluid from the catheter access port. Additionally, the physician was sure he was in the port. A motor stall study was also attempted, but the patient had some screws in him which made the rollers impossible to identify on an MRI. It was stated that the physician wanted to attempt giving a single bolus to check for a change in therapeutic effect. The bolus would contain an hour worth of medication was would be given over a ten minute period. The pump logs had been screened and there were no motor stalls or recoveries seen. Also, it was stated that the reservoir volume withdrawn at refills always exactly coincided with the expected value. In addition, it was stated that the patient felt that the pump was vibrating inside of him and an empty pump alarm had previously sounded. It was stated that the pump was empty for no more than two days, but no further information was given. It was reported that the physician planned on revising the catheter and connection. The device system had been used to deliver hydromorphone. Seventeen days later, it was reported that the pump and catheter would be revised on june (B)(6).

Event description:
Additional information was received. It was reported that the patient had not been obtaining pain relief after almost one year of relative comfort. During surgery, when the catheter was removed from the pump, there was no backflow seen. Then the catheter was cut at a more proximal area where it was anchored, but still no flow was seen. It was decided to replace the catheter after it was found that the pump worked well. It was suspected that there had been a total occlusion of the catheter near the distal end, though there had not been any kinks. There was no hospitalization required as a result of the event and the patient had recovered without sequela. It was also noted that the pump had contained preservative-free morphine sulfate and then it contained hydromorphone, though no time-frame was given.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# unknown. Product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# unknown, product type catheter. (B)(4).